Event description:
On (B)(6) 2012, the patient contacted animas and reported that the pump did not have power. It was noted that the pump was x-rayed at the airport and 12 hours later the pump started having power issues. There was reportedly corrosion found on the battery and when the patient removed the battery from the pump, the battery reportedly felt hot. The patient was reportedly unable to secure the battery cap to the pump; the last time the battery cap was replaced was 7 months ago. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the pump had power issues and due to the allegation that the battery felt hot to the touch.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.